Manufacturer narrative:
The device was returned analyzed. Initial observations: valve as received was at setting 2. Product was fully assembled upon arrival. The valve was very clean and a visual inspection showed no blood or debris within the reservoir, valve assembly or siphonguard. There was blood/biological material on the outside surface of the valve. There was no physical damage to the valve. The valve was dry. No fluid was present in the shunt system. Images were taken of the ¿as received¿ shunt system. Nothing extraordinary was noted in the images with the exception of minor damage to the proximal connector, likely due to the procedure to remove the ligature holding the proximal catheter in place. The rotating construct (rc) was assessed for proper function. The rc was rotated from setting two to setting three and back to setting 2. The rc moved normally and dropped into the appropriate pocket when the adjustment tool was removed. The proximal end of the valve, the portion of the valve prior to the ruby ball and seat was filled with distilled water using a small diameter, blunt tip syringe. The distal end of the valve, the portion of the valve distal to the ruby ball and seat was filled with distilled water using a small diameter, blunt tip syringe. Water was injected through the primary pathway of the siphonguard device until the valve engine and siphonguard were filled with water. The above two steps were taken so as not to disturb the ruby ball and seat assembly. The water filled valve was placed into a vial of distilled water. The vial was placed in a 37 c water bath at 10:31 am on (B)(6) 2015. The vial was removed from the water bath at 08:30 on (B)(6) 2015. The total time in water bath 45 hours and 59 minutes. The valve was attached to a manometer assembly. The valve was gently flushed and fluid flow was immediately noted. Manometer testing was performed to assess closing pressure at multiple pressure settings. Closing pressure tests passed when performed on multiple settings. Manometer testing was performed to assess proper opening and closing of the siphonguard primary pathway. The water level in the manometer was set to 400 mm. The distal catheter of the valve assembly was raised to be at the same level as the water level in the manometer. The tip of the distal catheter was slowly lowered and the rate of decent of the water in the manometer was observed. Detection of primary pathway closure was easily identifiable by a rapid decrease in the descent rate of the fluid level in the manometer. Flow continued after primary pathway closure, indicating that the secondary pathway was patent. This test was repeated three times. A manufacturing review was performed and no discrepancies were noted when the product was released to stock on (B)(6) 2015. The complaint of no flow was not confirmed and no blockage was identified. The siphonguard device was functioning normally. The reported issue was not able to be duplicated.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Patient arrived to ER lethargic, somewhat unresponsive. At some point (exact time not known at this time) patient died. In the operating room, the surgeon interrogated patient's shunt system and determined that the flow thru the ventricular catheter was very strong/patent. He next checked the flow thru the distal catheter. It was reported to be patent and good as well. At this point, the surgeon suspected valve failure and tested the valve alone using a manometer. He determined that the valve had a setting of 2. It was unclear if any fluid or very little fluid was exiting the distal portion of the valve while attached to a fluid filled manometer. The surgeon commented that he could only get fluid thru the valve under pressure. He also commented that no debris or blood clot was visible to the eye.